Event description:
Device 1 of 2: reference MFR. Report #: 1627487-2012-05248. It was reported the pt's percutaneous lead had migrated. It was also reported, the lead was explanted and replaced due to being kinked. During surgical intervention, the doctor had difficulty placing the replacement lead. As a result, another lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.